Event description:
Reporter alleged obtaining a discrepant patient blood glucose value of 296 mg/dl on the inform system compared back to back to the lab result of 90 mg/dl. It was not provided whether the patient was given any treatment or any actions were taken based on the results. Quality control testing was performed after the comparison and values were found to be within an acceptable range. A request was made for the return of the suspect device and replacement was sent.